Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in 06/2010 and that it had performed to specification up to (B)(4) 2012. The info obtained from the device showed the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on 07/24/2012 and continued consistently up to (B)(4) 2012. Investigation confirmed there to be a fault with the device membrane. The breakdown of the membrane caused the green status led to remain illuminated instead of flashing and caused excessive current drain of the device, which resulted in the early depletion of pad pak (lot 761). Pad pak (lot 761) had a use until date of (B)(4) 2013 but became depleted on (B)(4) 2012. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involvement in this event. This device malfunctioned because the status indicator stayed illuminated instead of flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.